Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer mentioned that they replaced the turbine and the errors went away. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable) and motor fault. The customer confirmed that there is no patient involvement associated with this reported event.